Event description:
As reported by the user facility: needles are breaking off at the black hubs. Occurring on insertion or withdrawal. The last one caused a chemo spill. Additional information provided by the facility indicated the black hub is disconnecting from the tubing on the set. No one suffered any adverse sequela associated with the reported incidents.

Manufacturer narrative:
The actual device in the reported incident was returned to the manufacturer to be evaluated. The tubing was separated from the black female ll adapter on the set. Visual examination shows evidence of hazing on the tubing, which is a result of solvent application, indicating that solvent was applied at the time of manufacturing. The o.d. Of the tubing and the critical dimension of the smallbore female ll adapter tubing insertion were measured and found acceptable. The house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test.